Manufacturer narrative:
The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trend.

Event description:
It was reported that the patient is having pain and clicking when he uses the spinal pak device. The patient was advised to stop using the unit. A sales representative spoke with the patient regarding the pain, patient stated that the pain started 3 hours after starting and it got worse. The patient is treating the cervical area; patient stated that the pain is below the skin and that the pain level is 8-8.5 out of 10. After removing the electrodes it took about 30 minutes for the pain to go away. The patient has no pain at all right now. The patient has not increased his daily activities. The patient spoke to the surgeon and was advised to contact the sales rep; the surgeon did not prescribe anything; the patient took hydrocodone, gabapentin meloxicam, and methocarbamol. The patient is going to do the time test. No additional patient consequences have been reported. The spinalpak was not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer, g1: contact office, g6: type of report. Additional information in g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. Investigation summary: the spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer-returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number: (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The DHR was reviewed. All evaluation results did not show any discrepancies. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested, and the unit stopped beeping when the dummy load was entered. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required currently. Review of complaint history identified (36) total complaints from (may 6, 2023) to (may 6, 2024) for pn: (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient is having pain and clicking when he uses the spinal pak device. The patient was advised to stop using the unit. A sales representative spoke with the patient regarding the pain, patient stated that the pain started 3 hours after starting and it got worse. The patient is treating the cervical area; patient stated that the pain is below the skin and that the pain level is 8-8.5 out of 10. After removing the electrodes, it took about 30 minutes for the pain to go away. The patient has no pain at all right now. The patient has not increased his daily activities. The patient spoke to the surgeon and was advised to contact the sales rep; the surgeon did not prescribe anything; the patient took hydrocodone, gabapentin meloxicam, and methocarbamol. The patient is going to do the time test. No additional patient consequences have been reported. The spinalpak was returned for further evaluation.